Manufacturer narrative:
(B)(4). The returned air and oxygen gas module which regulates the inspiratory air and oxygen gas flow to the patient has been investigated. The received air and oxygen gas modules were mounted in a reference ventilator where it was confirmed that the incoming gas pressures measured incorrect and out of specification. The ventilator also fails the pre-use check. The failure was caused by a defective supply gas pressure transducers on both gas modules. The supply pressure transducer is mounted on a printed circuit board inside the gas module. The supply gas pressure transducer is part of the flow measuring in the gas module. A defective wall gas pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The failure was confirmed in received device logs. We could trace back the reported problem to (B)(6) therefore the date of event was determined as (B)(6) 2017.

Event description:
(B)(4).

Event description:
It was reported that the ventilators oxygen gas supply pressure was reading zero. There was no patient involvement. (B)(4).